Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient was at school and he stated that he received a call service alarm twice, was able to remove the battery and reinsert the same battery, time and date was correct on the verification screen, stated that he was able to rewind, load, and prime, and did not receive a third alarm. The patient was off the pump for over an hour and complained of his stomach hurting. The patient's blood glucose (bg) before he ate was 276mg/dl. He was able to bolus 15 units with the pump , his bg went back to target and he has no further symptoms. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia with stomach pain.